Event description:
It was reported that when the user woke up, the pump had no power and there were no known audible tones from the loss of power. It was also indicated that the pump was fine the night before, and the reporter has attempted to use two new alkaline batteries, yet there is still no power to the pump. It was also reported that the current bg was 196mg/dl and the bg at bedtime was around 180mg/dl. There was reportedly no corrosion or damage to the battery compartment and no damage to battery cap.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: rebooting was observed in the black box. The pump history showed that a low battery warning was confirmed on (B)(6) 2011 at 5:04 am followed by a replace battery and rebooting occurring (B)(6) 2011 at 7:06 am. No damage was found to the battery compartment or cap. The battery cap was tested and no contact defects were found. The pump powered on and was exercised for 24 hours without issues.